Manufacturer narrative:
Philips service replaced the dcps power supply (pd. Scomp. Dcps_24v_12v_5v) and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the dcps power supply failure caused radiation failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.